Manufacturer narrative:
The insulin pump was received excessive no delivery alarms noted during displacement test with no reservoir in the pump due faulty force sensor resistor. Analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to excessive no delivery alarms. The insulin pump was received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 350 mg/dl at the time of incident. The customer declined to troubleshoot. The customer was returned for analysis.